Event description:
It was reported that the patient underwent a spinal fusion in 2005 using titanium rods and pedicle screws. At an unknown time post-op, the patient began experiencing painful symptoms. In 2009, the patient came to believe that her symptoms were a result of an allergic reaction to the implanted device. There has been no reported medical or surgical intervention.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.